Event description:
Pt sustained third degree burns to tongue and lower lip from over-heated drill used in wisdom tooth extraction after almost one year, pt has nerve damage in lower lip, scar on lower lip and tongue.